Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). On (b)(60 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2016 a medtronic representative, following-up at the site, reported testing the navigation system with the same c-arm and the same radiographic technologist (rt) used in the reported event, and acquired a scan on the first try. Both systems were re-booted, and performed another spin without any issues. It was determined that due to the positioning of the bed, and a boom at the end of the bed, often required to reposition the camera a few times to stop the "acquire scan" line from flickering. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's c-arm was in green status with the navigation system and was sending the patient name, however, none of the images came across to the navigation system. The c-arm seemed to be going through the full progression of image acquisition. The surgeon opted to continue the procedure and completed the procedure without the use of the navigation system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.